Event description:
Stapler was used multiple times with staple loads and endopath staple line reinforcement. When the fifth load and reinforcement was loaded, the stapler was advanced into the abdomen closed. When the surgeon tried to open the stapler, it would not open. It was taken out of trocar, and given to scrub who also tried to open it. Stapler would not open, and emergency release was used and stapler passed off field. No injury to patient.